Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and indicated that the motor rate error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced worm coupling, worm gear, motor mount and motor and lead screw as preventive measure. Power up and occlusion test.

Event description:
It was reported that a motor rate error was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 18-feb-2022 via email: the event did not happen during patient use. The error occurred during an annual pm. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a non-OEM tamper seal found in the device. The customer stated problem was not duplicated. Error found in ehl (event history log). Replaced worm coupling, worm gear, motor mount and motor and lead screw as preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.